Event description:
It was reported that a continu-flo set with 3 injection sites had crushed/twisted tubing and caused a restriction of flow. The event occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the defective sample was received for evaluation. Visual inspection was performed and a dent was found in the tubing the sample was gravity tested and the liquid flowed regularly. The reported condition of restriction of flow was not confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.